Manufacturer narrative:
Findings: pump was received with blank display due to corroded battery tube/spring. Unable to perform functional testing including displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests due to blank display. Unit had cracked battery tube threads, cracked reservoir tube lip and cracked case at display window corner.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 453 mg/dl. The customer stated that the device was not dropped nor bumped and not exposed to moisture. The customer wears her pump down in her bra sometime and sweat gets on the device. The customer stated that battery compartment is corroded and the spring is corroded too. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan. The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 453 mg/dl. The customer was at the healthcare provider office now to get a backup plan.